Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and sinus infection. The patient was prescribed antibiotics and steroids in response to the reported event.the device was returned to the manufacturer's product investigation laboratory for investigation.an external visual inpsection of the device was completed by the manufacturer and found no evidence of contamination.an internal visual inspection was completed by the manufacturer. The internal investigation showed no signs of contamination.the manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown.the device's downloaded event log was reviewed by the manufacturer and found no erros logged.the device was hooked up to power supply, airflow was verified and the device operated properly.the manufacacturer found zero errors on the device. The manufacturer conclude there was no evidence of sound abatement foam degradation or breakdown.in the initial report clinical symptomps nasal/throat irritation or soreness, fever, chills and wheezing were not mentioned which has been updated and clinical code for the same has been updated in this report.section d9, g3, h6 has been updated / corrected.

Manufacturer narrative:
Additional information was received on nov 05, 2024 and section h10 should be reported as: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and sinus infection. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and sinus infection. The patient was prescribed antibiotics and steroids in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.